Manufacturer narrative:
MFR ref no: (B)(4). The device was received and evaluated by baxter. The eval was unable to confirm that the pump would not infuse. A flow rate test was performed with the device in question, per the spectrum preventive maintenance procedure and found to deliver within specification. Additionally, upstream occlusion and downstream occlusion tests were performed per the spectrum preventive maintenance procedure with the unit passing.

Event description:
It was reported that a pump did not deliver medication to a pt. The customer stated that a sodium chloride infusion was programmed to deliver 900ml at a rate of 75ml/hr. Four hrs after the infusion was started, 900ml remained in the IV container. The device was reprogrammed and would still not deliver.